Event description:
Report received of no audible alarm. During routine preventative maintenance testing at the user facility, the device did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The device was found to have no audible alarm tone. The root cause was determined to be due to the buzzer circuit board pwa (printed wire assembly). The device was repaired. This report represents all the info known by the reporter upon query by hospira personnel.